Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had an "over-voltatge protection (ovp) circuit failed" (diagnostic codes 1118, 111b, 1127). There was no patient involvement when the issue occurred. No patient or user harm reported. While servicing device, the se reported that the v60 ventilator had an "over-voltage protection (ovp) circuit failed" (diagnostic codes 1118, 111b, 1127). The se replaced the motor control (mc) board, and the issue was resolved. The device was checked, cleaned, and tested; the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.